Event description:
It was reported that, during treatment, when the opsite flexifix gentle 5 cmx5 m was removed the silicone adhesive did not remain on the film. This happened before use in patient. It is unknown how the procedure was finished. The patient was not harmed as consequence of this problem. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated, visual inspection reported no fault found. The functional evaluation found the device failed to operate as expected, leaving silicone residue on the protective carrier, establishing a relationship between the device and the reported event. The root cause identified as a manufacturing process or storage temperature issue, a review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.